Event description:
The customer reported that the display was blank.

Manufacturer narrative:
(B)(4). The customer reported that the display went blank. The device was evaluated by a philips field service engineer and the symptom was verified. Replacing the control pca resolved the issue.